Event description:
The manufacturer received information alleging a ventilator is not reaching target volume. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator is not reaching target volume. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator is not reaching target volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, inlet side panel will need replaced due to physical damage. Handle retention plate will need replaced due to cosmetic damage. The system pca, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, outlet side, limb cup, and muffler assembly will need to be replaced due to contamination (dirt, dust, talc, etc.), which was not related to the malfunction/issue.